Event description:
A patient reported via company representative (rep) on (B)(6) 2016 that there was an overdischarge. The clinician programmer (cp) could not connect with the patient's implantable neurostimulator (ins). The patient programmer (pp) and ins recharger (insr) also could not connect. The patient had been using the device and then stopped feeling stimulation a week prior, noting that it suddenly stopped. The patient's ins had not been parallel with the surface of their skin since implant. An antenna locate (al) feature was conducted, resulting in values of 38-48. They were initially able to get 38, it decreased to 36, and they eventually were able to obtain 48. Conducting a physician mode recharge (pmr) had resolved the issue and prompted a power on reset (por) message. The ins angle issue had occurred since implant on (B)(6) 2014, and the overdischarge had occurred in (B)(6) 2016. The indication for use was spinal pain. The rep provided additional information on (B)(6) 2016 stating that the por had been cleared, the patient was able to fully charge, and the overdischarge had resolved. The patient was feeling stimulation again. It was also noted that the patient's last charging session had been on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.